Event description:
A customer observed a lower than expected vitros phyt result on a single proficiency fluid tested on a vitros 5600 chemistry system. Vitros phyt result: <3.0 ¿g/ml vs expected 6.03 ¿g/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. No vitros phyt patient results have been questioned; however, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a lower than expected vitros phyt result was obtained on a single proficiency fluid tested on a vitros 5600 chemistry system. The assignable cause of the event was user error due to inappropriate interpretation of an instrument wash error flag generated by the vitros 5600 instrument. An analyzer condition code occurred when the sample was initially run, and no phyt results were generated at that time. The vitros 5600 instrument operated as intended when the wash error flag was generated. The investigation found no evidence to suggest a malfunction of the vitros 5600 chemistry system.